Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was good post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).